Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and air/water leak was due to a perforated video cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the hd endoeye laparo-thoraco videoscope, had a air/water leakage. The issue was found during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.   During device evaluation at olympus, it was found the distal end adhesive was deteriorated. The report is being submitted due to the failure found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end deterioration occurred by physical stress such as hitting/dropping distal end, etc. And/or chemical stress from the chemical solutions used by the user. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: dangers, warnings and cautions: when the endoscope is dropped or the distal end of the endoscope receives hard impact, the endoscope may be damaged even if a crack or chip of the lens on the distal end cannot be found. Never use a damaged endoscope. Contact olympus.¿ olympus will continue to monitor field performance for this device.